Event description:
Boston scientific received information that this right ventricular (rv) lead pace/sense impedance measurements have been trending up from 700 ohms to 1400 ohms. Threhsolds have increased and sensing is variable. No noise or oversensing was observed and shocking impedances were stable. Technical services was contacted and suggested monitoring the lead and discussed potential for a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Six months later, additional information was received indicating the pacing lead impedances have now risen to greater than 2000 ohms. The physician has elected to continue monitoring the lead at this time since the patient is not pacemaker dependent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.